Manufacturer narrative:
Updated fields: b4, d4 (unique identifier (UDI) #), g4, g7, h2, h6 (evaluation method codes), h10.

Event description:
It was reported that during boot up, the cardiosve intra-aortic balloon pump (iabp), would not boot or start up correctly. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and found that the display was not performing or powering on properly. The stm was able to try another display from a second iabp unit and noted that the display operated correctly. The stm ordered the video generator board then returned at a later date and replaced the video generator board. The stm noted that the touchscreen booted up but the display would not respond. The stm then replaced the upper display board and noted that the display responded. The stm then tested the iabp unit before reassembly and noted that the coiled cable connector had moved and caused the unit to go into an alarm state. The stm troubleshot the iabp unit and observed the issue was with the executive processor board. The stm ordered a replacement executive processor board then returned at a later date to install the part and noted the iabp unit was then able to power up properly. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during boot up, the cardiosve intra-aortic balloon pump (iabp), would not boot or start up correctly. There was no patient involvement, and no adverse event reported.